Manufacturer narrative:
(B)(4). This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this right ventricular (rv) lead was found to be dislodged. The lead was explanted and replaced. The explanted lead was discarded at the hospital. No additional adverse patient effects were reported.